Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory patient notifier for low out of range high voltage lead impedance. The device was reprogrammed to rv to can with normal high voltage impedances. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.